Event description:
The pt was overdosed. She experienced respiratory depression and was admitted to the emergency department. Narcan was administered and the pt responded positively. The outcome is unk. Further info is being requested from the hcp.